Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "ent surgeon complained of a burned finger from using the 0-degree scope. Since the description indicates that the surgeon burned a finger, the event is deemed reportable.

Manufacturer narrative:
Correction made in sections d1, d2, d4. In addition, device was returned to the manufacturing site as documented in section d9. This event is filed under internal complaint ID (B)(4).